Manufacturer narrative:
A field action was initiated on (B)(6) 2018 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m7255t305 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the flex tubing came off the ballard elbow. This broke the ventilator circuit and interrupted oxygen flow to the patient. There was no patient injury. Per additional information received (B)(6) 2018, the hospital used heated wire f&p 850 and the temperature is set at 37c by default.